Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was found cracked when the user removed the device from a pocket, rendering the screen unusable and necessitating device replacement. Symptoms included no adverse clinical effects, with blood glucose reported at 150 mg/dl and unaffected. Outcomes included continued diabetes management using the cgm via the dexcom app or receiver while awaiting replacement. Investigation included collection of event details, confirmation of usability impact, and instruction on shutting down the device, returning the device with a provided shipping label, and completing startup on the replacement. Investigation of this case revealed a damaged display component consistent with a screen break, which impaired user interface function but did not trigger alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from handling or impact.